Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was not reported. On the same day, the pt was hospitalized for the event. Treatment and outcome were unknown. Seven days after admission to the hospital, the pt was discharged. The pd therapy is ongoing. Additional information was requested but was not available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers gd895953 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).